Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently pressed fill tubing again while connected instead of setting the site reminder. The customer immediately disconnected the tubing at the luer lock. The customer stated that blood glucose (bg) level was fine regarding the fill tubing event. However, at the time tandem technical support was contacted, the customer indicated that blood glucose levels had not lowered (210 mg/dl). It was indicated that the customer administered a manual injection and began to change supplies. The customer stated that the cause of the bg level was due to not delivering a bolus at the normal time.